Event description:
It was reported "the luer-hub ((B)(6)) was falling off from the extension line. The product had been thrown away." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line. The product had been thrown away.". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter for analysis. Signs of use in the form of biological material were observed in the extension lines. Visual inspection confirmed the distal extension line had separated adjacent to the luer hub. The separation point was rough, and remains of the extension line were found within the luer hub. The inner diameter of the distal lumen measured 1.4478 mm , which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured 2.195 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The total length of the catheter body measured 220 mm which is within specifications of 207-227 mm per catheter product drawing. The extension lines were functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal extension lines were flushed using a water filled lab inventory syringe. Both lines flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the distal luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "the luer-hub (brown) was falling off from the extension line. The product had been thrown away.". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.